Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head is disconnected at the root section and displays an abnormal image. There were no reports of patient harm.

Event description:
It was reported that the camera head is disconnected at the root section and displays an abnormal image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water-tightness defect and water ingress in the main unit's imaging. Based on the results of the investigation, it is likely the following led to the malfunction: the abnormal image was due to the main unit imaging being flooded. It is presumed that the main unit's o-ring was loose so it was unable to maintain airtightness, and this led to the occurrence of water leakage and the water that entered inside caused the main unit imaging to flood. However, a definitive root cause as to why the oledome on the main unit is disconnected could not be identified. Olympus will continue to monitor field performance for this device.